Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported compact plus system blood glucose results of "low 100s" mg/dl and 200 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.